Manufacturer narrative:
The investigation determined that a lower than expected vitros dgxn result was obtained from a single level of non-vitros (biorad) quality control fluid using vitros dgxn slide lot 1913-0242-9253, tested on a vitros 5600 integrated system s/n (B)(4). The most likely assignable cause of the lower than expected vitros dgxn quality control result is an instrument performance issue, as a within-run vitros dgxn precision test was outside performance guidelines, indicating that the vitros 5600 integrated system was not performing as intended. Following service actions which included replacement of the immuno-wash fluid (iwf) metering assembly and iwf metering pump, acceptable vitros dgxn precision results were obtained, indicating service actions had returned the vitros 5600 system to expected performance. There is no evidence that vitros dgxn slide lot 1913-0242-9253 was not performing as expected. Acceptable performance was observed when processing the quality control fluids after the completion of service actions.

Event description:
A customer obtained a lower than expected vitros digoxin (dgxn) quality control result from a non-vitros quality control (qc) fluid, when compared to the customers established mean. The result was generated using vitros chemistry products dgxn slides processed on a vitros 5600 integrated system. Biorad liquichek immunoassay plus control, lot 40923 vitros dgxn result 1.89 ng/ml versus dgxn expected result 3.3 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. The customer made no allegations that patient sample results were affected. There was no report of patient harm as a result of this event. (B)(4).